Event description:
It was reported that when the asymptomatic patient presented for a routine device check, episodes of non-sustained noise were observed. The egms showed crosstalk that was incorrectly marked as a ventricular sensed event, followed by a true ventricular sensed event being marked as an unbinned beat. Programming changes were made and resolved the crosstalk. Patient was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.